Event description:
Procedure type: laparoscopic orchidectomy. According to the reporter: the balloon burst inside the patient. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported and the patient is in well condition. No further details could be obtained.

Manufacturer narrative:
.